Event description:
It was reported that the force sensor test failed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The device was received for evaluation. Visual and functional testing were performed. Upon inspection of the device, the device was in excellent physical condition. The technician powered on the pump, checked force senor calibration in diagnostics menu, ran motor drive and occlusion test, checked for loose connections, plunger and main printed circuit board (pcb) boards for damage. The technician was unable to duplicate the reported event. The root cause of the reported issue could not be determined. The technician replaced plunger cable as preventive maintenance (pm).the device passed functional and delivery tests. Unique identifier is unknown. No information has been provided to date.